Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient¿s shingles was irritated under the lifevest equipment. Patient described the area as itchy and pinching. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removing the device to allow shingles to heal. Outcome of the irritation is unknown.